Manufacturer narrative:
(B)(4). Unknown, (B)(6) 2008. Concomitant medical products - small cannulated bone screw, catalog #: 00114204142, lot#: 60585924. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00282, 00283.

Event description:
It was reported that the patient was implanted with bone screws during a trauma procedure of the right shin and underwent an attempted revision approximately nine (9) years post-implantation due to experiencing pain and an allergic reaction to the nickel in the screws. Screws remain in situ. Attempts have been made and additional information on the reported event is unavailable at this time.